Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. During the incoming functional testing, a 1 hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5 hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5 hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Electrode belt sn (B)(4) has not yet been recovered from the field. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment or patient death. There was no device malfunction contributing to the patient death.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient passed away on (B)(6) 2018 while wearing the lifevest. Prior to passing, the patient received two inappropriate treatments from the lifevest. The patient was reportedly not conscious and in a hospital room with nursing staff present at the time of the event. At 2:34:58, the patient received a treatment from the lifevest. The patient's rhythm at the time of the event was atrial fibrillation (af) at 100 bpm with motion artifact. The post -shock rhythm was af at 110 bpm with motion artifact. At 2:35:26, the patient received a second treatment from the lifevest. The patient's rhythm at the time of the event was af at 130 bpm with motion artifact. The post-shock rhythm was af with 110 bpm with motion artifact. Oversensing of low-amplitude cardiac signal and motion artifact contributed to the false detections. At 2:35:35, the patient's rhythm was bradycardia at 50 bpm, the rhythm degraded to asystole with CPR artifact until the device was shutdown. The response buttons were not pressed during the event.